Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false positive result with binaxnow covid-19 antigen self-test (B)(6) 2022. Confirmation test was performed (pcr) the same day as well as other covid rapid tests which generated negative results. Lastly, the consumer had other negative pcrs on the following day and 4 days prior. No additional patient information, including treatment and outcome was provided. No additional patient information, including treatment and outcome,was provided.